Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The returned complaint device consisted of a complete rotalink burr catheter. The handshake connection, sheath, coil and annulus were microscopically examined. The coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. There are no separated components. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr broke. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the probe of the device broke. No patient complications were reported.

Event description:
It was reported that the burr broke. A 1.50 mm rotalink plus was selected for use. During procedure, it was noted that the probe of the device broke. No patient complications were reported.